Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation will be performed, a follow-up medwatch report will be submitted.

Event description:
It was reported that the usb from the field service engineer was not able to be recognized by the rosa device. Two usb from surgeons were able to be recognized and files loaded normally.

Manufacturer narrative:
It was reported that the usb from the field service engineer was not able to be recognized by the rosa device. Two usb from surgeons were able to be recognized and files loaded normally. There is no indication of a damaged flash drive port on the rosa pc or the rosa planning laptop in the complaint description and in the latest preventative maintenance report. This indicates that there was an issue with the usb drive used by the field service engineer. The issue was resolved when the surgeon used his flash drives, further contributing to the conclusion that the flash drive used by the field service engineer was defective. Following the investigation, the root cause is linked to the field service engineer usb key. There was device malfunction identified.